Event description:
Boston scientific crm received information that this device was explanted as it was not functioning appropriately.

Manufacturer narrative:
This device was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.